Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a 1.9 fr PICC line was malfunctioned. The line was inserted on (B)(6) 2021 and flushed with ease. Late during an emergent event the line was noted to have a rupture with leak of fluid along the clear silicone distal to the blue clave and proximal to the ¿bubble¿. The line was immediately removed, intact. Per customer, due to the event there was a delay in care for patient.